Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection did not observe the reported condition nor identify any specific issue on the set.. Nevertheless, the reported condition is considered as confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the priming test failed during priming with an oxiris and an external fluid leak was observed. There was no patient involvement. No additional information is available.